Event description:
It was reported via repair work order that the ground path compromised due to a ground pin missing from power cord. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.